Event description:
A customer in (B)(6) notified biomérieux of experiencing an issue in which antimicrobial susceptibility testing (ast) results could not be provided for a strain, in association with their vitek® 2 v8.01 hp rp5810 pc wes7 (ref 421648 , serial (B)(4)). The customer was using the vitek 2 gp ID test kit for organism identification and the vitek 2 ast-p592 test kit for ast testing of this isolate. The gp ID test kit initially obtained a low-discrimination identification of staphylococcus hominis / staphylococcus warneri. When the customer attempted to select one of the organism names for ast testing calculations, the software gave an internal system error (ise). The customer was unable to obtain ast results for this strain while the system kept incurring the ise. Local customer service (lcs) attempted to assist the customer with clearing the error and getting ast results, but was unsuccessful. The customer then repeated testing and obtained a single choice identification of staphylococcus lentus. Ast results were then able to be calculated based on the single choice identification. Since the initial results were unable to be obtained, the final results were delayed 24 hours. There is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. Biomerieux will initiate an internal investigation for this report.